Event description:
On 2/6/97, the MFR received a report from its distributor which requests photographs and analysis of the device. The device was reportedly malfunctioning because of a mistake of usage and subsequently explanted. It was stated that the physician does not have a complaint with the product; but wishes to have the explanted device photographed and analyzed for the cause of failure in an effort to prevent furture occurrences and provide training on correct usage of the device. The distributor requested that the device be returned directly to the physician upon completion of the MFR's analysis.

Manufacturer narrative:
The package which was returned to the MFR was analyzed as follows: a visual examination of this returned device revealed that this catheter was not mfg by this mfg. The unidentified device catheter was not mfg by this MFR. The unidentified device catheter was also received inside another MFR's package. Since this product was not mfg by this MFR, an analysis was not performed. The device expected to be returned under this return material authorization number was not received. Since the device has not been returned for analysis and we have been unable to obtain any additional info on this incident, our investigation of this event was limited to a trend analysis which was performed on this cat. Number and has not identified any trends. The report of a device malfunction is inconclusive. Based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of our review of this incident. No further info is avaiable. The MFR is now closing its file on this event.